Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that the first alarm was weak battery and could not delete alarm. Patient now using 722 pump. The customer will be contact for swapp.

Manufacturer narrative:
The insulin pump was received with intermittent down button due to moisture damage on the keypad trace. No button error alarm noted. The insulin pump powered up properly. No weak battery alarm noted during testing. All operating currents are within specifications. The insulin pump passed displacement test. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.